Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. The medical records received indicate that the pt had and was treated for a recurrence, which is known possible adverse event listed in the IFU. The report does not specify a specific product problem and no product was returned for evaluation, therefore, based on the currently available info, there is no indication that a failure in the device caused or contributed to the event.

Event description:
Attorney reported alleged disabling pain, unspecified injuries and damages with regard to defective mesh. Info from medical records received for review: on (B)(6) 2001, complex ventral hernia repair with "marlex" mesh. Hernia was present from xiphoid to umbilicus. On (B)(6) 2003, repair of ventral hernia with bard composix kugel mesh. Hernia was slightly above umbilicus and appeared to have come out below previously implanted mesh.